Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that every once and a while it would stop giving the patient therapy and then it would come back on. This happened in certain body positions like when the patient sat or leaned back. This started one of the days on the week before the report. It was confirmed that there were no associated falls, traumas, or emi events. It was noted that the patient had adaptive stimulation settings. It was noted that the patient had been told that the as would not be able to provide the patient with the level of stimulation they needed. When they tried to go over 0.6v, it failed to acquire it or something. The patient could not confirm the exact message they saw on the screen when that occurred. The patient could not raise stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.